Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-01241 & MFR report #1627487-2016-01246. Note the patient received two leads from the same lot number of device 3. It was reported the patient experienced ineffective stimulation. The patient's four leads were explanted and replaced with a different lead model. The patient reported receiving effective stimulation following the procedure.